Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patients vision decreased after the first postoperative visit. The patient's vision did not improve with refraction or pinhole. The surgeon suspects cystoid macular edema and medical intervention was required. The customer declined consent for follow up.